Event description:
It was reported the c10-3v transducer lens was damaged, resulting in exposed metal. The transducer was associated with the epiq elite diagnostic ultrasound system at the customer site. The issue was discovered during patient preparation, before use. There was no reported patient nor user harm as a result of this issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.